Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effects hemorrhage and obstruction and the relationship to the product, if any, can-not be determined. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. Treatments are related to the circumstances of the procedure. The reported patient effect of hemorrhage and obstruction are listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the presentation is captured under a separate medwatch report.

Event description:
The presentation objective was to compare clinical and procedural outcomes between single and double perclose proglide techniques for access site closure of transcatheter aortic valve replacement. There is limited study on whether the single-proglide strategy is not inferior to or even superior to the double-proglide in transfermoral tavr. Complications listed included: access-related major vascular complications after tavr increased mortality, access related vascular complications, access site bleeding, occlusion, and vascular closure failure during hospitalization. It was concluded that this retrospectively observational study, we found that single proglide was non-inferior to double proglide regarding the vascular complications during hospitalization. Single proglide strategy offers a more convenient and cost-effective approach to vascular closure.